Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a one month post implant follow up. Upon interrogation of the pulse generator, it was discovered that the atrial lead exhibited loss of capture. The lead was then re-positioned successfully. No further complications were reported.